Event description:
Discordant cardiac troponin I, thyroid stimulating hormone, luteinizing hormone and follicle stimulating hormone results were obtained on patient samples on an advia centaur instrument. The discordant results were reported to the physician(s), who questioned them. There is no information regarding repeat testing and corrected results. There are no reports of patient intervention or adverse health consequences due to the discordant cardiac troponin I, thyroid stimulating hormone, luteinizing hormone and follicle stimulating hormone results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that the acid reservoir was not filling properly. The cse determined that the cause of the discordant results is due to the acid reservoir vent valve. The cse installed a wash 1 printed circuit board retrofit kit and verified proper filling and venting of the acid reservoir. The cse successfully ran quality controls. The instrument is performing to specifications. No further evaluation of the device is required.